Manufacturer narrative:
Follow-up #1: date of submission 11/13/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump's history showed three different time period's where the pump's insulin on board feature was set to off. The pump performed an 10u normal bolus with iob set to on; the pump correctly displayed the 10u iob in the status screen. With the settings programmed in the pump by the user test was performed with bg within, below target and above target; the correct amount was displayed each time on the display screen. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the insulin on board feature was not calculating the correct bolus amount. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.